Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported they were unable to remove the connector from the pump when troubleshooting an restart alert. A device replacement was arranged. The user confirmed that blood glucose levels were not affected, and no symptoms or adverse events occurred.